Manufacturer narrative:
Sample has been received. The investigation is in progress. A supplemental report will be filed.

Event description:
It was reported that cuffing of the balloon was noted and a pt reported some discomfort on removal of the catheter, which led the nurse to do some trial inflation on the catheter. They observed very obvious cuffing of the balloon.